Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion sets fell off during use on 18 may 2024. The patient encountered five events during physical activity and three events happened doing nothing. The infusion sets was in use for between 4 hours and 32 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information available.